Manufacturer narrative:
The mammomark biopsy site identifiers are composed of a bioresorbable collagen plug embedded with a non-resorbable permanent radiopaque titanium wire marker. Each mammomark site identifier is packaged sterile in a flexible, disposable applicator for single patient use. The packaging also includes a sterile marker sheath at the distal end of the applicator shaft designed to retain the marker within the applicator shaft prior to use with mammotome revolve biopsy probes. According to the reporter, the event occurred after the clip placement / biopsy site marking procedure. The doctor placed the marker normally and is an experienced user. The procedure was completed with device. After placing the marker and completing post image, the doctor saw the tip of plunger inside the breast of the patient. The plastic piece was removed from the breast. Based on the available information this event did not occur as a result of device malfunction. The instructions for use (IFU) states "remove the mammomark applicator and the mammotome revolve biopsy probe together as a single unit from the site and obtain images to confirm marker placement." And "do not insert beyond appropriate band or tip damage may occur. See illustrations 4 & 5 for proper seating of the tissue marker with the specimen management system on and off." We are submitting this report as a result of the information received on 20-dec-2023 that the "the patient had to go to surgery to have the tip of the probe removed from her breast". In addition, we reached out to the customer for the explanted date and their response was that the patient underwent additional surgery "days later".

Event description:
According to the reporter, the event occurred after the clip placement / biopsy site marking procedure. The doctor placed the marker normally and is an experienced user. The procedure was completed with device. After placing the marker and completing post image, the doctor saw the tip of plunger inside the breast of the patient. The plastic piece was removed from the breast.

Manufacturer narrative:
The initial report was submitted on 05-jan-2024. The purpose of this follow up report is to correct g6 in the initial report which should have also had the "initial" box checked.